Manufacturer narrative:
Instrument logs were evaluated as part of the complaint investigation process. No instrument fault(s) was identified based on eval of the instrument logs provided. The logs show that bottle 10 (ipa) was removed from the instrument for less than the minimum period of 20 seconds configured in the software (4 seconds in this instance), which is in turn less than the minimum time required for an experienced user to complete manual reagent replacement; and that the reagent station was reset. Resetting the reagent station sets the concentration of the default value of 100% in the software, and also automatically resets the number of cassettes processed, cycles and days to zero. However, the actual ipa concentration in bottle 10 remained as 94.0%. Bottle 10 was then used for the final clearing step in both of the runs from which sub-optimal tissue processing was identified. This action is not in accordance with the instructions in the user manual which contains the following specific warning in relation to reagent replacement: "always replace reagents when prompted. Always update the station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The required minimum final reagent concentration for ipa is 95.0%. The consequences of using reagent with a concentration less than that required for the final step of this reagent type is re-introduction of water into the tissue which cannot be displaced by subsequent processing steps and contamination of reagents used in succeeding processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding sub-optimal processing resulting in dry tissue from two (2) protocols, which started on (B)(6) 2011 and completed on (B)(6) 2011, using peloris tissue processor serial number (B)(4). On (B)(6) 2011, leica microsystems was advised that all tissue samples exhibiting sub-optimal processing from the two protocols identified by the complainant, were diagnosable.